Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Hematological problems [blood disorder]. Case description: an attorney reported that his (B)(6) male client used fixodent denture adhesive, version unk cream and/or super poligrip denture cream, both for denture retention and comfort beginning in 2000 through 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, copper deficiency, and hematological problems. His client's injuries have left him unable to perform his normal, customary, and daily activities. Treatment included unspecified medical care and treatment. Health care professional was visited. Symptoms were not recovered/not resolved, with the exception of zinc toxicity, copper deficiency, and hematological problems which were unk. He has discontinued use of both products. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.